Event description:
A 5-pack hydrothermablator (hta) procedure set with tenaculum stabilizer was used during a therapeutic hydrothermal ablation (hta) procedure in 2007. (Patient age and weight are not known). According to the complainant, during the procedure, the physician moved the scope and caused a cervical leak and the machine alarmed a 10 cc fluid alarm loss. Further investigation revealed that the physician moved the scope during the procedure (middle of it) and the system generated an alarm ( 10ccs fluid loss) at that point the representative suggested that they abort the procedure. There was a small cervical burn located on the patients' cervix about the size of a thumbnail. Less than a first-degree burn. The physician opted not to treatment the burn since it was minor. There is no further information available regarding the patient.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. Based on the event description this is a user error issue. Please refer to the hta users manual regarding the stability of the sheath and scope and the use of the tenaculum stabilizer when performing hta. The use of the stabilizer is described on page 39 of the users manual revision c. You can also refer to the warnings and precautions regarding the importance of keeping the sheath in control throughout the duration of the procedure in pages 6 - 7 of the hta users manual.